Manufacturer narrative:
On january 29th, 2026, submitting correction supplemental to update d4 - model #, d4 - catalog #.

Event description:
It was reported that the patient developed an infection due to an allergic reaction to the material of the pod's cannula at the pod¿s insertion site (unspecified) and was hospitalized at (B)(6) hospital some time before christmas while wearing the device for an unknown duration. The patient was discharged 10 days later. During the reporting of the event, the patient did not want to talk about the event and said that their health care provider (hcp) will provide further information. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection or allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: data not available. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.